Manufacturer narrative:
Patient information was not available at the time of this report but attempts are being made to obtain that information. System evaluation not completed at the time of this report but has been requested.

Event description:
Medtronic rep reported that registration was lost while navigating. It appeared the screen would "jump," and the site would no longer be accurate and would have to re-do the o-arm spin. Medtronic rep cannot replicate the issue.